Event description:
Additional information was received it was confirmed that, there was no contact with the patient.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the device was returned, wrapped in white gauze material inside the opened carton. The lens was not returned. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. No damage was observed to the device. The plunger was removed and evaluated. There was no damage observed to the plunger. The plunger was reinserted into the device barrel and advanced to the start point with no difficulty or abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens has been delivered out of the device and not returned. The lens position during delivery cannot be confirmed. The plunger was retracted to mid-nozzle. No damage was observed to the device or the plunger. It is unknown if the lens was in a proper position for delivery. There are two other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported difficulty advancing the plunger; the plunger could not be advanced smoothly. The product was replaced and the procedure was completed. There was no patient harm reported.